Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they are experiencing connector leaks during CT scans where the patient requires IV contrast. When the leak occurs, the CT scan has to be discontinued and rescheduled in order to prevent damage to the patients kidneys. Although it was reported that there was a delay in diagnosis and treatment, there was no report of patient harm.